Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument could not be activated. The customer used a spare instrument to proceed with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing, smoking or sparking. The customer resolved the issue by replacing a backup da vinci instrument of the same kind.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to fail the electrical continuity test. The instrument housing was removed for inspection and found the conductor wire broken at proximal end near the main shaft opening. No signs of thermal damage were observed.